Manufacturer narrative:
B4:02oct2021. The customer evaluated and tested the device, and everything worked, leaving the original issue unclear and the nature of the fault intermittent. Service/check-up requested. While the manufacturer's product support engineer (pse) was servicing the device the reported problem could not be duplicated. The pse performed the performance verification testing just fine, check the display/touchscreen related cables that they are properly connected, didn¿t find any faults but disconnected/reconnected just to be sure. No faults found were identified during service. No parts were returned for failure investigation. The probable root cause of the touchscreen failure is out of specification because of dirty, scratched, physical damaged, and or dented screen.

Event description:
The customer called technical support (ts), reporting that the device¿s touchscreen is unresponsive. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was neither delay to patient therapy or medical intervention reported other than the ventilator swap.